Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient complained of laxity and pain in their right knee. Patient had revision surgery prior and another revision was done today. Poly insert was replaced along with patella. A triathlon ts insert 3x25 mm was implanted and a 35 mm asymmetric patella today.